Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 20 mg/ml at 8,703 mg/day. The indication for use was not reported. It was reported a ¿motor stop¿ occurred. The pump and catheter were replaced. The issue was resolved. The patient's status was alive - no injury. Diagnostics/troubleshooting included ¿x-ray.¿ no information was available regarding environmental, external or patient factors that might have led or contributed to the event. The patient¿s age, weight, and medical history were unavailable. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Interrogation of the pump the medtronic neuromodulation return product analysis lab indicated the pump was delivering vendal and the catheter model was 8711. Product ID 8711, lot# unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Analysis of the pump revealed corrosion, wear, lubrication, and stall due to shaft-bearing anomalies of the pump motor gear train. Analysis of the catheter identified the catheter body was broken. Device code (B)(4) pertains to the catheter. Conclusion code pertains to the pump; conclusion code pertains to the catheter. If information is provided in the future, a supplemental report will be issued.